Event description:
At 1-month follow-up visit, the x-ray revealed that the screw had backed-out. Revision was not completed as the patient was asymptomatic.

Manufacturer narrative:
The lot history records of the sterile and individual component parts were reviewed in their entirety during the investigation. These records included quality inspection records, component inspection records, component print specification, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of conformance. No non-conformances were found in any records that were reviewed that would have contributed to the device failure. 3100-0030 501029, minibunion offset plate 3.5 sterile; 280115, 104245, minibunion offset plate 3.5; 3100-3022lk, 500729, 3.0 minibunion locking screw 22mm sterile; 3100-3022lk, 103493, 3.0 minibunion locking screw 22mm; 3100-2714nl, 501022, 2.7 minibunion non-locking screw 14mm sterile; 3100-2714nl, 104453, 2.7 minibunion non-locking screw 14mm; 3100-2718nl, 500721, 2.7 minibunion non-locking screw 18mm sterile; 3100-2718nl, 102678, 2.7 minibunion non-locking screw 18mm.